Event description:
It was reported that the gem v/nv 20dp ps ckv 3ss dehp free was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 11522558 batch/lot #: unsure current, (20116053). Patient has had multiple events where the lipid tubing fails to drip. Patient is receiving total parenteral nutrition (tpn)/lipids. The lipids go through the new special filtered tubing. At least 6 times for this patient, the tubing on the lipids continue to beep off occluded even though the tpn running through the same lumen does not beep off. After trouble shooting, we find out there is no occlusion. We have then noticed that the lipids will not even continue to drip and ultimately new tubing has to be primed with the lipids and restart them again. Recommendation: looking into seeing if there is a defect in the tubing that is causing it to malfunction. There was no detectable harm in this event.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the tubing fails to drip could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth has been provided. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem v/nv 20dp ps ckv 3ss dehp free was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 11522558, batch/lot #: unsure current, (20116053). Patient has had multiple events where the lipid tubing fails to drip. Patient is receiving total parenteral nutrition (tpn)/lipids. The lipids go through the new special filtered tubing. At least 6 times for this patient, the tubing on the lipids continue to beep off occluded even though the tpn running through the same lumen does not beep off. After trouble shooting, we find out there is no occlusion. We have then noticed that the lipids will not even continue to drip and ultimately new tubing has to be primed with the lipids and restart them again. Recommendation: looking into seeing if there is a defect in the tubing that is causing it to malfunction. There was no detectable harm in this event.